Manufacturer narrative:
Device evaluation by manufacturer: on 20-feb-2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse reviewed chromatograms and verified customer's report of shifting baselines and broad peaks on patient samples. Fse also noticed the retention times were not stable between 0.60-0.61 minute, but were within the acceptable range is 0.57 - 0.61 minute; and adjusting the flow rate did not resolve the issues. Fse replaced check valves, fluidics pump, perform precision, calibration, and quality controls (qc). The results were within acceptable range and specifications. Fse tested the detector baseline while shifting the buffers, and found the baseline to randomly stay straight, gradually decline, or have sharp spikes. Fse observed this was independent of which one of the buffer was flowing. The degassing assembly was inspected and fse found the degasser vacuum pump was not running, hot in temperature, and not producing any vacuum; fse replaced the vacuum pump, degasser board and chambers. Fse tested the assembly and the degasser system is operating normally. Fse recorded multiple baseline reading with all three buffers and all were within acceptable range. Fse performed start up, calibration, qc, and precision. All of the results were within acceptable range. The g8 instrument was performing as intended. No further action was required from field service. A 13-month complaint history review and service history review for serial (B)(4) from 15-jan-2017 through aware date (B)(6) 2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 5 - maintenance procedures, under column replacement states: "when peaks on the chromatogram (particularly the shaded sa1c peak) have become broad or broken into two fractions. Caution: if this phenomenon is observed only with a specific sample, column deterioration may not be the cause. Other factors, such as a hemoglobin variant, could be the cause." In the g8 trainer's manual, under the commonly used flags for g8 variant mode, the alert that the baseline drift is detected pertains to the stability of the baseline. The operator's action is to evaluate the baseline. In chapter 2 - pre-installation, states: detector the detector is used to detect changes in the absorbance level of hemoglobin in the sample separated with the column. The light source is a blue led. The detector and column temperatures are both controlled by the column oven. Pump the pump uses the plunger method to deliver the elution buffer required for the assay. The pump operates continuously to deliver the elution buffer during the assay and feeds three different concentration elution buffers in 1.6 minute cycles by switching the solenoid valves. It also forms a gradient and the hemoglobin fractions are separated by the column. Degassing unit the degassing unit removes air bubbles in the pumped elution buffer. The vacuum pump runs intermittently to keep a constant vacuum pressure in the chamber. The most probable cause of the reported event was due to defective vacuum pump.

Event description:
On (B)(6) 2018, a customer reported the baseline shift up and broad peaks on patient samples in the chromatograms on the g8 instrument. On 20-feb-2018, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.